Event description:
The customer contacted baxter's technical service center regarding a system error 2240, which occurred on the homechoice (hc) during use while patient was connected, during dwell 3 of 4. The home patient (hp) stated that the unused line clamps are open. The technical services representative (tsr) explained the alarms. The hp finished with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted registered nurse (rn) on (B)(6) 2011 regarding the system error 2240 alarm. The rn reported that the issue was resolved. The rn stated that she saw the home patient in the clinic yesterday and the patient is doing well. The rn stated that she does not remember if the patient told her about the alarm but she said the patient was doing well and continuing therapy with no issues. The rn was informed the cause of the alarm and took note. Per rn, the patient did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The complaint was confirmed. The assignable cause was due to use error.